Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 10 states, "fretting and crevice corrosion may occur at interfaces between components." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03012 / 03013).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 3 MDR's filed for the same patient (reference 1825034-2014-03012 /-03013 /-07504).

Event description:
It was reported by patient's legal counsel that patient underwent total left hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports patient underwent a revision procedure on (B)(6) 2012 due to patient's allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, soreness and loss of range of motion. Legal counsel for patient further reported that metallosis, corrosion, and brown-grey colored fluid were allegedly noted. A review of invoice history confirmed both surgery dates and that the modular head and taper insert were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2012 due to pain and elevated metal ion levels. Revision operative report noted the presence of brown-grey fluid, corrosion at the trunnion, and retroverted cup. The modular head, taper adapter and acetabular cup were removed and replaced with a competitors cup and biomet head.

Event description:
It was reported by patient's legal counsel that patient underwent total left hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports patient underwent a revision procedure on (B)(6) 2012 due to patient's allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, soreness and loss of range of motion. Legal counsel for patient further reported that metallosis, corrosion, and brown-grey colored fluid were allegedly noted. A review of invoice history confirmed both surgery dates and that the modular head and taper insert were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.